Manufacturer narrative:
(B)(4). Date sent: 10/11/2021 additional information received: update from surgeon on (B)(6) 21: patient has not been scheduled for explant as he lives in vancouver, canada and cannot cross into the us by land given current covid restrictions. Patient was also a self paid for device implantation and likely will want to make sure all of his costs are covered before planning to come in again for surgery. Date of original implant: (B)(6) 2016 which facility was implant conduct at: (B)(6) medical center size of implant: lxmc14. Lot number: 9763. Serial number: (B)(6). Symptoms patient experienced to trigger follow-up: increasing gerd starting 3 months ago. Date of surgery for explant: pending. Photo was provided for review by ethicon medical safety officer. Following are their observations: I reviewed a lateral and ap x-ray image of the patient referred to in the complaint. The xray image showed a discontinuous clasp linx device. The annular shape was absent, the beads were separated and, in a c-shape consistent with a discontinuous device.

Manufacturer narrative:
(B)(4); date sent: 12/15/2022. Additional information received: spoke with (B)(6) in dr.(B)(6) office. The patient was explanted yesterday and is doing well. She¿s going to track down the device and get back to me with instructions for the shipper kit.

Manufacturer narrative:
(B)(4); date sent: 1/20/2023.

Manufacturer narrative:
(B)(4). Date sent: 2/7/2023. Additional information received: it was reported by the patient that his recalled linx device failed after he developed symptoms. An x-ray confirmed it had become discontinuous. It was explanted and a new one was implanted. What is the product code of the linx device? Lxmc14 ¿ log 583332. Sn (B)(6). What is the lot number of the linx device? Lot 9763. What was the exact date of implant? (B)(6) 2016. What was the exact date of explant? (B)(6) 2022 removed and new device implanted (lot 27060). What symptoms lead to the discovery of the discontinuous device? When did they begin? Developed recurrent gerd symptoms in (B)(6) 2021. What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Please send to (B)(4). (B)(6), 2021. These have been sent to j and j already. Likely, (B)(6) has a copy was the device initially effective in controlling reflux? Yes. Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? No. Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? No. Did the patient have any other surgeries in the area? No. Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. No additional prior images except those post op showing it complete what is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? Was removed and replaced with a new linx as stated above when and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? No one asked for this when we scheduled so not done. Implanted 16 bead linx device (lxmc16): lot 27060. Implant date (B)(6) 2022.

Manufacturer narrative:
(B)(4). Date sent: 7/7/2023. Investigation summary: a linx device with a visible weld ball that disconnected from a male bead case was returned to the analysis site. The link length and tensile force measurements were found to meet the applicable specifications during device analysis. The remaining device characteristics, excepting the visible weld ball, show no anomalies for a device that has been explanted. The device was scanned using computer tomography (CT), optical microscopy, and scanning electron microscopy. The male bead case at the separation was measured and was greater than the specification. The male bead case was concentric with small amount of material displacement at the outer edge of the through hole. The overall appearance of the surface of the male bead case through hole didn't exhibit gross loss of shape. The top view of the diameter of the exposed weld ball was measured . This diameter is within the specification. The weld ball was concentric with the respect to the wire.

Manufacturer narrative:
(B)(4). Date sent: 10/18/2021. Based on the reported lot number, the device is part of 2018 linx recall product bounding. However a hands on analysis of the affected device in needed to establish the mechanism/cause of failure. The DHR for lot 9763 was reviewed. No ncs, defects, or reworks related to the product complaint were found. Lot 9763 was an affected lot of the 2018 linx recall.

Manufacturer narrative:
(B)(4). No lot number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: what was the date of implant? What is the product code? What is the lot number? What symptoms lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? Answer = no additional information has been provided to sales representative from surgeon or facility.

Event description:
It was reported that a linx patient that is experiencing unknown post op symptoms due to a potentially recalled device from 2018. Symptoms began in march but patient was unable to come to office due to covid pandemic. A chest x-ray was conducted in (B)(6) 2021 and shows device separation. Size and lot number are unknown at this time.